Event description:
"Husband was holding the patient's hand when he noted blood leaking from the a-line tubing. Package of bundle was not saved because defect was noted 4 hours after insertion. A-line was inserted around 10pm by [redacted name] md. No issues noted during tubing check prior to insertion. Blood draws were done at 10:11pm and 1:20am post insertion with no issues noted from the a-line connector. Two rns were at bedside performing care when patient's husband brought to our attention around 2am that blood was leaking from her "IV." Slow trickle of blood noted from the a-line connector when rn checked it. A-line alarm did not go off due to leakage was slow trickle and still generating pressures. Recommend using our individual a-line connector rather than the connector that comes with the bundle."